Manufacturer narrative:
(B)(4). Batch #: n93e6r. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No adverse consequences for the patient known investigation summary the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality and could have caused the reported hot handpiece issue.

Event description:
It was reported during an unknown procedure that the handpiece gets hot. No further information available